Manufacturer narrative:
According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to, improper component placement and occlusion of a native vessel.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment of an abdominal aortic aneurysm and iliac artery aneurysm using gore® excluder® iliac branch endoprosthesis and non-gore stent graft. A afx® main body (non-gore) and a vela® cuff (non-gore) were deployed. A gore® excluder® iliac branch endoprosthesis (ceb231210a) was deployed on the distal side of the left leg of the afx® main body. It was reported that the overlap length of two devices was about 2 cm. After that, a gore® excluder® iliac branch endoprosthesis (hgb161207a) was implanted in the internal iliac artery. The internal iliac artery ostium was unintentionally partially covered by the hgb161207a. No treatment was reported to gore.